Manufacturer narrative:
It was reported that the patient is scheduled for revision surgery. The reason for revision is unknown. Original surgery date: (B)(6) 2020. Planned revision date: (B)(6) 2021. Review of the device history record indicates that the device was manufactured to specification. All sterilisation requirements were met.

Event description:
It was reported that the patient is scheduled for revision surgery. The reason for revision is unknown. Original surgery date: (B)(6) 2020. Planned revision date: (B)(6) 2021.